Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed; further described as ¿fluid flows freely when a clamp was closed¿. This occurred during an unspecified process step of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol, or bleach, as listed on the product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.